Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for low blood glucose. Customer's blood glucose was 36 mg/dl. Customer's blood glucose had dropped down to 22 mg/dl. Customer was new to the device and changed the set for the first time. Customer declined troubleshooting. Customer will not be returning the sensor for analysis.